Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the insulation insert was thermally and/or mechanically induced. Therefore, it is most likely due to wear and tear and improper handling by the customer, specifically, by subjecting the device to mechanical overload, shock, accidental dropping, etc. Olympus cannot determine whether there was any pre-existing damage to the insulation insert or if it was already worn. It is also not possible to determine whether the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. A definitive root cause could not be determined. Before using medical devices, the user must ensure that they are in a perfect technical condition, also see the corresponding warnings in the ¿instructions for use¿ (IFU): ¿4 before use: warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion, -- no dents, -- no scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported the inner sheath exhibited a broken ceramic tip. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.